Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 21mm regent aortic mechanical heart valve was selected for implant. During device preparation, the leaflets were moving normally when tested with water. During procedure, the back lobe did not open and close smoothly and the valve was removed. Upon removal, the leaflets were tested again. The valve was exchanged for a new 21mm regent aortic mechanical heart valve, which was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of one valve leaflets not opening and closing smoothly was reported. The device was returned to abbott for investigation. No anomalies were found with the valve leaflets with both leaflets able to fully open and close without resistance. Hydrodynamic examination indicated the valve met functional specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.